Event description:
It was reported that 2 of the bd maxzero multi-fuse pressure rated extension set with needleless connector experienced loose connection. The following information was provided by the initial reporter, translated from japanese to english: this report is about a connection issue of mz5303. The event occurred when mz5303 was connected to a terumo extension tube. When the extension tube was connected to the female side (mixed injection part), the silicone on the connector surface had strong repulsion, making it difficult to connect, and even when connected firmly, they were easily disconnected.

Manufacturer narrative:
D.4 device expiration date: unknown. E1: initial reporter facility name: (B)(6). H.4. Device manufacture date: unknown. H.6 investigation summary: two mz5303 samples were received without packaging for investigation; the lot number of the complaint product was also reported unknown. The feedback provided by the customer suggests connection issues were detected between the maxzero extension set and terumo extension set. The customer also returned the connecting terumo device for investigation (appendix 1). As part of the feedback the customer provided photographs. A visual inspection of the photographs and the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. A close inspection of the terumo extension set identified the male luer to have a step. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, a secure connection was established and no flow issues were detected throughout testing. The returned terumo extension set was then connected to the maxzero of the extension set, and primed with fluid; again a secure connection was established and no flow issues were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 product in the past 12 months. H3 other text: see h.10.